Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjx4736. Visual inspection noted no obvious observations. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. However, asymmetric balloon was observed with balloon concentricity 100/0. The catheter balloon 10ml deflated in 01min11sec. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter in the ICU, even with negative pressure applied, the balloon fluid didn't drain out. After several attempts to drain it, managed to get about half only 5cc drain out, but the remaining half did not drain. Per notification from ucc on 16dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 03nov2025.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter in the ICU, even with negative pressure applied, the balloon fluid didn't drain out. After several attempts to drain it, managed to get about half only 5cc drain out, but the remaining half did not drain.